Event description:
It was observed during the device evaluation that the subject device had foreign material present inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: foreign material present inside the nozzle. The investigation could not conclusively specify the root cause of how the foreign material remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.